Event description:
The report indicated that the user applied a new pod before going to bed. She experienced high bg's (359-453mg/dl) throughout the night and into the morning despite having administered multiple correction boluses. An occlusion alarm was initiated by the pod; a kink in the cannula was also noted. The suspect pod was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.